Event description:
It was reported that the coating is flaking off the cases.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation revealed that all eight internal dividers of the cases were peeling off. Also, nicks and dents were observed. The most likely cause of this type of event to occur is by the mishandling of the device when cleaning and disinfecting by user and normal wear and tear.